Event description:
It was reported that the cine function was not operating correctly. This resulted in loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system but no conclusion can be drawn as further repair information is not available.